Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure? Product lot number? Did the operating surgeon observe any suture deficiency or anomaly before suture placement? What tissue was being sutured when the event occurred? What instruments were used to grasp the needle? How was the needle being grasped/held during use and how was control lost of the needle? Were x-rays performed to localize the retained needle? If yes, where is it located/in what area/tissue? Was the post-operative care changed due to the event? Please specify. Were there any patient consequences? If yes, please specify. Was the needle removed already or is it planned to be removed? Please specify date and details of removal intervention. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2021 and the suture was used. During the procedure. The needle broke off of the suture. It is currently still in the patient and will have to be surgically removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/22/2021. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure age 31 weight 275 (lb.) Height 5 7¿ bmi 43.1. Did the operating surgeon observe any suture deficiency or anomaly before suture placement? - no. What tissue was being sutured when the event occurred? - fascial. What instruments were used to grasp the needle? How was the needle being grasped/held during use and how was control lost of the needle? - standard needle driver. The pelvis was copiously irrigated. The uterine incision was reexamined and was noted to be hemostatic. The fascia was closed with 0 vicryl. At the right lateral incision, the 0-vicryl needle broke. Were x-rays performed to localize the retained needle? If yes, where is it located/in what area/tissue? - the fascial incision was extended laterally to locate the needle. Attempts were made to dissect subcutaneous tissue and fascia, however needle was not able to be localized. Portable x-ray was performed which shows needle in right lower pelvis. Was the post-operative care changed due to the event? Please specify. - c-arm was brought to surgical suite to assist with location of needle. The needle appeared to be under the rectus muscle. Multiple attempts and views were performed to locate needle. However the needle was unable to be visually found. The decision was made to close the abdomen after 2 hours, and discuss with patient the next steps in locating and removing needle. Were there any patient consequences? If yes, please specify. - the patient was stable at the completion of the procedure and was subsequently transferred to the recovery room in stable condition. Was the needle removed already or is it planned to be removed? Please specify date and details of removal intervention. - planned to be removed outpatient date unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? - no immediate surgical intervention recommended. Will have outpatient consultation with general surgery for removal in their surgical suite. Possible attempt recommended post operatively. What is the patient's current status? - stable. The following information was requested, but unavailable: product lot number? - (01)30705031039111 -invalid. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.